Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. Two months later, the pt presented with recurrent low-back pain and right lower extremity pain. The investigator noted the event as moderate in intensity. Celebrex 200mg p.o. Daily and epidural steroid injection were administered. The event resolved with treatment in 10/99. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the event as an idiosyncratic effect as a possible explanation for the event.